Manufacturer narrative:
Intuitive surgical, inc. (Isi) have received the product for failure analysis. Device evaluation is anticipated but not yet begun. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the left eye was black on the surgeon side console (ssc). The system was restarted, the fiber on ssc was reseated and the fiber was swapped but the issue persisted. The left eye was completely black. The procedure was completing as planned with the other ssc and no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the hrsv to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) obtained the following information from the clinical sales representative (csr) about the complaint: the issue did not cause any significant delay.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis found that the image was too dark. The main board was defective. If additional information is received, a follow-up MDR will be submitted.

Event description:
Refer toadditional for follow-up information.